Event description:
The physician reports that the crystalens haptic tore during insertion using the staar surgical lens injector system. Intervention was performed in order to enlarge the original incision and remove and replaced the lens intraoperatively. A second crystalens was implanted successfully.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the cause of the lens damage was related to use of the lens injector system.